Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging the patient¿s onetouch ultra mini meter was reading inaccurately high compared to another meter (hospital meter). The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began on the morning of (B)(6) 2018, alleging that the patient obtained an alleged inaccurately high blood glucose result of ¿164 mg/dl¿ on the subject meter compared to ¿129 mg/dl¿ on another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient has gestational diabetes, and manages her diabetes with insulin on a sliding scale, and on (B)(6) 2018, in response to the alleged inaccurate high readings she took her normal insulin dose, based on the reading of ¿164 mg/dl¿. The reported stated that on (B)(6) 2018, a couple of hours after the alleged meter issue, the patient became unwell, and was taken to hospital (specific symptoms unknown). The patient was treated at the hospital by a health care professional with intravenous fluids. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment from a health care professional, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.